Event description:
Same case as MFR #2134265-2008-01752. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the 99% stenotic and calcified proximal to mid left anterior descending (lad). The vessel diameter was 2.5mm. A 2.0x14mm non-bsc balloon was advanced to the lesion, and the physician experienced difficulty in crossing. The physician predilated the lesion with the 2.0x14mm balloon. The physician advanced two non-bsc wires across the lesion and delivered and deployed a 2.50x20mm taxus express2 drug eluting stent at the mid lad at 12 atms. Next, a 2.50x16mm taxus express2 drug eluting stent was delivered and deployed at 12 atms, overlapping the 2.50x20mm taxus stent on the proximal side. The stent was post dilated with the stent delivery system (sds) and it was noted that there was flow with no complications. Three days later, while still in the hosp, the pt complained of chest pain, and st elevation was noted. Thrombosis was found within the taxus stents from the overlapping portion to the distal side. The physician attempted to aspirate the thrombosis, but was unable to cross the stent struts. The physician then dilated the thrombosis with a balloon, and it was confirmed with intravascular ultrasound (ivus). The diameter of the overlapping portion was found to be 2mm, indicating that the stent was not fully dilated. The physician dilated the overlapping portion with a non-bsc balloon at 18 atms and the flow was improved. The pt's antiplatelet therapy consists of aspirin and clopidogrel. The physician felt that the thrombosis was related to the fact that the overlapping portion of the two taxus stents was not fully dilated.

Manufacturer narrative:
Device analysis. The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. This investigation will be assigned the most probable root cause classification of the anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.